Event description:
It was reported that (1) mcm20 was used during an unknown procedure. It was reported by the rep that the device fired several clips fine. The device would not load clips into jaw. The device then shot clips out. It is unknown how the case was completed and there was consequence to pt.